Event description:
It was reported that there were low, out of range impedances. It was noted that the patient had started the trialing stage on the tuesday prior to this report. It was stated that on the saturday night prior to this report the patient had lost stimulation coverage and had seen the out of range message. It was noted that there had not been any falls or trauma. It was also stated that one ¿1x8¿ lead had been programmed. Impedances were shown to be: ¿0/1: <(><<)>50 ohms; 2 (as the reference electrode): 3, 4, 5, 6 <(><<)>50 ohms; 3 (as the reference electrode): 2, 4, 5, 6 <(><<)>50 ohms; 4 (as the reference electrode): 2, 3, 5, 6 <(><<)>50 ohms; 5 (as the reference electrode): 2, 3, 4, 6 <(><<)>50 ohms; 6 (as the reference electrode): 2, 3, 4, 5 <(><<)>50 ohms; 4 (as the reference electrode): all impedance readings were fine.¿ [(B)(4).] No new information received.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that a manufacturer representative had seen an out of range message with "high settings." No new information reported. The initial report for this file was also reported in manufacturer report number: 3007566237-2014-01378. This supplemental report pertains to a separate event in which a separate patient received an "out of range" message. The previously reported impedance readings were for the separate event in manufacturer report number: 3007566237-2014-01378.

Event description:
It was reported that a manufacturer representative had seen an out of regulation message with "high settings." No new information reported.